Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming and was not able to clear not even after battery changel. Customer states drive support cap was sticking out. Customer's blood glucose was 289 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.